Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited high capture threshold. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.